Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an alarm indicating that the optical sensor light source was weak and calibration could not be performed. Therefore, therapy was then continued using another pressure source without issue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure and extender tubing were also returned. Three kinks were found on the catheter tubing approximately 24.9cm, 26.2cm and 75.9cm from the iab tip. The optical fiber was found to be broken within the catheter tubing at the kinked location of 75.9cm. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an alarm indicating that the optical sensor light source was weak and calibration could not be performed. Therefore, therapy was then continued using another pressure source without issue. There was no reported injury to the patient.